Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, , "the patient called to request a patient record card to replace her lost card and mentioned that in the past she had a severe cold, she had been taken off her anticoagulant and had suffered a stroke. Exact date was not given." Implant date: (B)(6) 2009.

Manufacturer narrative:
According to the initial notification, "the patient called to request a patient record card to replace her lost card and mentioned that in the past she had a severe cold, she had been taken off her anticoagulant and had suffered a stroke. Exact date was not given." Implant date: (B)(6) 2009 [on-x aortic heart valve with conform-x sewing ring and extended holder 21 mm, onxace-21, sn (B)(4)]. Multiple attempts to obtain additional information were made to the patient's cardiologist (as they would be the inr treating physician) without success. A call was placed on 09/23/2016, a letter sent on 09/26/2016, and a fax request sent on 09/27/2016, all without response. Should additional information become available it will be evaluated by field assurance and the complaint will be reopened. The manufacturing records for the onxace-21, sn (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. The onxace-21, sn (B)(4), was implanted (B)(6) 2009 in the aortic position. The female patient reports being taken off anticoagulation during a "severe cold" and suffering a stroke, presumably in 2016, but specific date was not provided nor any additional information. All patients with mechanical valves require anticoagulation to reduce the risk of thrombosis and thromboembolic events (te). Guidelines published by the american heart association (aha) and american college of cardiology (acc) recommend anticoagulation inr levels of 2.0-3.0 for mechanical heart valves in the aortic position and 2.5-3.5 for mechanical heart valves in the mitral positions, unless other medical conditions warrant otherwise. The on-x mechanical heart valve in the aortic position has received FDA approval to lower the inr to 1.5-2.0 after the first three months following surgery as indicated in the instructions for use (IFU) for the on-x valve. Compliance with these guidelines is essential to reduce the known risks of thrombus formation (inr too low) or bleeding events (inr too high). Even with the appropriate levels of anticoagulation, the risk of thrombosis and embolic events are well known. The objective performance criteria of iso 5840:2005(e) indicate an industry-wide rate of thrombosis of 0.8%/pt-yr and te of 3.0%/pt-yr for rigid valves. Additionally, these risks are listed as potential adverse events and the associated occurrence from the prospective randomized proact trial to reduce the levels of anticoagulation for aortic on-x valve to 1.5-2.0 are presented in the IFU. Specifically, the linearized occurrence rates for valve thrombosis and te events was not different between the lower inr (1.5-2.0) and the control (2.0-3.0) groups. There was, however, a statistically significant decrease in the risk of bleeding in the lower inr group. Based on the limited available information, the root cause for the reported event is inadequate anticoagulation due to temporary stoppage of dosing.

Event description:
According to the report, "the patient called to request a patient record card to replace her lost card and mentioned that in the past she had a severe cold, she had been taken off her anticoagulant and had suffered a stroke. Exact date was not given." Implant date: (B)(6) 2009.